Manufacturer narrative:
Additional information: h6, h11. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a pinhole in the bag. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml intravia container leaked within the shipping liner. Further investigation observed a pin hole on the variable printed side of the bag, above the letter "I" for intravia. This was observed during compounding. There was no patient involvement. No additional information is available.